Event description:
Note: this report pertains to second of three devices that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-07301 and 3005099803-2008-07308 for description of the other events. It was reported to boston scientific corporation in late 2008 that a soloist single needle electrode was used during a radio frequency ablation procedure. According to complainant, they continued to receive "e02 error messages on the generator" during the procedure. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.